Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation showed the longevity estimate of the device went from over nine years at an in-office check five months ago, to eight to twelve months on the remote transmission. The device is experiencing additional current drain causing faster than expected battery depletion. The device remains in use and will be scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the device has been explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Hybrid analysis found a depleted battery and elevated current drain were the result of a leaky tantalum capacitor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.